Event description:
The biomedical engineer (bme) reported that there was signal loss of different telemetry transmitters being monitored on the central nurse's stations (cns). The biomed rebooted the multiple patient receiver (org) which is used with the telemetry transmitter and the issue was resolved. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported signal loss on telemetry transmitters being monitored at the central nurse's stations (cns). The bme rebooted the multiple patient receiver (org), which resolved the issue. The org model and serial numbers were not provided. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: as the device was not returned for evaluation, a root cause cannot be determined. As the issue was resolved after the org was rebooted, it is unlikely that the issue is related to a deficiency in hardware. The org contains components such as a motherboard and a central processing unit (cpu) utilized in performing operations. It is possible that certain operations will fail which would result in the org not being able to communicate with the cnss. To resolve the issue, the org is rebooted so that the system can start from scratch. Performance of electronic devices continuously processing data is known to degrade over long periods of time. The root cause is unlikely to be related to a device malfunction. The issue was resolved by rebooting, and the incident is likely an isolated incident based on complaint history reviews of the customer account and device serial number.

Manufacturer narrative:
The biomedical engineer (bme) reported that there was signal loss of different telemetry transmitters being monitored on the central nurse's stations (cns). The biomed rebooted the multiple patient receiver (org) which is used with the telemetry transmitter and the issue was resolved. The org model and serial number was not provided. No patient harm was rebooted. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following device(s) were being used in conjunction with the org. Central nurse's station: model: cns-6201a. Sn: (B)(4). Central nurse's station: model: cns-6201a. Sn: (B)(4). Remote network station: model: rns-9703-024. Sn: (B)(4). Remote network station: model: rns-9703-024. Sn: (B)(4).

Event description:
The biomedical engineer (bme) reported that there was signal loss of different telemetry transmitters being monitored on the central nurse's stations (cns). The biomed rebooted the multiple patient receiver (org) which is used with the telemetry transmitter and the issue was resolved. No patient harm was rebooted.